Manufacturer narrative:
(B)(4).

Event description:
Customer reported issue with guidewire "fraying or shredding" during removal. It was reported the doctor was able to clamp the wire and remove it before it broke. No patient harm was reported. It was reported there were two devices with this issue, one right after the first.

Manufacturer narrative:
(B)(4), the customer returned an unopened psi kit for analysis. Since the customer reported that the defect was found during use, it is being assumed that the returned sample is a representative sample. The kit was opened to analyze the sample. Visual analysis revealed no obvious defects or anomalies on any of the kit components. The overall length of the guide wire measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.843mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was threaded through the returned catheter, arrow raulerson syringe (ars), and introducer needle per the instructions for use (IFU). The IFU states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves". The guide wire passed through all components with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit informs the user, "warning: do not apply excessive force in removing guide wire, dilator, or sheath." The report of a kinked guide wire could not be confirmed through complaint investigation. The customer returned one, unopened representative kit for analysis. Visual analysis of the guide wire did not reveal any defects or anomalies. Additionally, the guide wire met all relevant dimensional and functional requirements , and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported issue with guidewire "fraying or shredding" during removal. It was reported the doctor was able to clamp the wire and remove it before it broke. No patient harm was reported. It was reported there were two devices with this issue, one right after the first.